Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) oversensed right ventricular (rv) lead noise which was later observed on the right atrial (ra) lead. Impedances on both leads were high. The minute ventilation sensor was programmed off. Lead integrity troubleshooting and x-rays were performed. No adverse patient effects were reported. The device remains implanted and the patient will be monitored.